Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with "lo" results and e-3 errors. Root cause: black chemistry due to improper storage.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Customer also received e-3 error; test strip error. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Storage of product not verified. Test strip lot manufacturer's expiration date is 10/20/2017 and open vial date is not verified. Recall test results performed fasting from meter memory (date/ time not set): lo, (B)(6) 2015, 06:58am; lo (B)(6) 2015, 06:53am; 201mg/dl, (B)(6) 2015, 08:36am; 136mg/dl, (B)(6) 2015, 08:49am; 161mg/dl, (B)(6) 2015, 08:33am. Adverse event not reported.